Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.patient alleged the chamber filter bring extremely black and having breathing problems, weird feeling in her chest, skin problems and eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged the chamber filter bring extremely black and having breathing problems, weird feeling in her chest, skin problems and eye irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. Also found a keratin-like substance was observed on the blower box outlet, plastic-like particle was observed in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The device was applied power and the device operated properly. The manufacturer concludes contaminants found were consistent with an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal, a keratin-like substance on the blower box outlet, plastic-like particle in the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.